Event description:
The manufacturer received information alleging an oxygen cylinder became disconnected from the ultrafill device. There was no report of patient harm or injury. The device has yet to be evaluated by the manufacturer. A follow up report will be submitted when the manufacturer has completed the investigation.

Manufacturer narrative:
The manufacturer previously reported an oxygen cylinder that allegedly became disconnected from the ultrafill device. The ultrafill device and cylinder were returned to the manufacturer for evaluation. The manufacturer confirmed the burst disk ruptured in the cylinder causing the cylinder to outgas resulting in the cylinder separating from the ultrafill unit.